Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02103. It was reported the pt experienced a burning sensation at his ipg site during charging and his charger stopped working. No further info is available at this time as all attempts to obtain follow up have been unsuccessful. On (B)(6) 2012, st jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.